Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue was identified during a diagnostic procedure. The procedure was completed as planned with no reported patient or user harm. A philips remote service engineer (rse) contacted the user and confirmed the issue. The user reported that they had restarted the system, but the issue had not resolved. They also reported that a message of "button is displayed as active" was being displayed by the system during boot-up. It was determined that there was something on the controller that was pressing a button. The controller was cleaned off. After the controller was cleared, the system was returned to use in good working order.

Event description:
It has been reported to philips that the stand and table movements were unavailable. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.